Event description:
During the robotic portion of the surgery a part of the robotic vessel sealer broke off while in use inside the patient. During the case there were silver-colored pink shavings visible in the abdomen. It was unclear if these had come from one of the surgical instruments. The robotic rep was notified. All visible shavings were removed. And the abdomen/pelvis was later irrigated and flushed with egress through the perineal incision to remove any missed shavings from the abdomen/pelvis.